Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant 605cc gel prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor memorygel breast implant 605cc gel prosthesis on (B)(6) 2018. The patient fully recovered with no residual effects. The device was returned at mentor containing gel with a clear appearance. White material was observed within the device. Fluid was observed on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed two leakage sites on the posterior view; rent a measuring approximately 0.1 cm and rent b measuring less than 0.1 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7423156 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).